Event description:
A talent taa stent graft system was implanted in the patient for the endovascular treatment of a thoracic aortic type b dissection. It was reported that on an unknown date the CT revealed that the patient developed an ascending aorta aneurysm with an aneurysmal component of the aortic arch. The dilation of the aorta caused the proximal talent thoracic stent graft to migrate distal 3-4cm. The physician elected to surgically replace the ascending aorta, aortic arch, and great vessels. A branch of the arch graft was punctured and a wire and guide catheter were advanced to the distal descending thoracic aorta. A valiant 40x200 stent graft was advanced through the aortic arch anatomy bridging the existing talent stent grafts to the open arch graft. Distal markers of the graft lined up with the hemostats marking the intended landing zone. The valiant stent graft was deployed with no issue to the intended landing zones. The delivery system was removed and the chest was closed with no issue. Per the physician, the causes of the events are related to patient anatomy, dilation of the ascending and aortic arch. No additional clinical sequelae were reported and the patient if fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.